Event description:
The customer reported via phone call that they were dispatched to emergency medical service due to low blood glucose on (B)(6) 2022 with blood glucose of 40 mg/dl. The customer's current blood glucose was unknown. The customer did not experience any symptoms such as a result of low blood glucose. Troubleshooting was done for low blood glucose. The customer was not using auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer alleges pump was over delivering due to low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.